Event description:
It was reported that there was no input signal across both monitors of a 9800 system. Required reboot to clear. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the generator interface board (gib) and the fluoro function board (ffb), along with adjusting power supply ps1. Replaced identified components and adjusted power supply output. System tested and found to be working as intended. System returned service.